Event description:
It was reported that a backup vvi alert was transmitted over merlin.net. The patient did not complain of any symptoms. The asymptomatic patient presented in clinic for further evaluations. The pulse generator exhibited backup operation. The backup was caused from the transmitter event queue overflow. After device firmware download, normal function resumed. The patient would continue to be monitored.